Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, failed battery test alarm or missing segments/partial display noted during testing. Pump error 53/63 alarm found in the insulin pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed hardware low level failure and software error detected. The customer¿s blood glucose level was 9.6 mmol/l. The customer also notices that the screen was flickering. The customer was able to rewind but then during night insulin pump would not calibrate. Customer was unable to clear the alarm. The insulin pump was resetting and running self-test when attempted to clear alarm are made. The insulin pump will be returned for analysis.